Manufacturer narrative:
A product development investigation was performed. Blade/screw guide sleeve (03.037.017, l234191) and buttress/compression nut (03.037.016, l236558) were returned for investigation. This complaint is confirmed. The complaint condition was able to be replicated at customer quality (cq) location as the devices were found to be stuck and could not be taken apart by the cq engineer. The blade/screw guide sleeve and buttress nut were returned in a stuck together condition. The cq engineer could not separate the two parts. The buttress nut was found to be threaded onto the guide sleeve all the way up, touching the neck of the proximal end (head). No dents/dings were observed on the threads of the guide sleeve which would affect the coupling functionality between the guide sleeve and the buttress nut. No damage was observed on the buttress nut. The balance of the returned devices is in good and functional condition with light indentation marks on the proximal end of the guide sleeve. The observed marks were most probably created during an attempt to separate the devices at the hospital. It was observed that the red color mark has peeled off of the guide sleeve. Relevant guide sleeve drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Corrective and preventative action (CAPA) was initiated to address the threads of the blade/screw guide sleeve exceeding specified dimensions due to bead blasting of the threads. Design change order (dco) changed the manufacturing process to no longer bead blast the thread. This CAPA is not relevant to this part since the part was manufactured using no bead blasting of threads drawing. The major diameter around the threads of the guide sleeve measured within specification. The returned device was found to be manufactured per the relevant drawing, hence no drawing issues or discrepancies were noted. A new defect was also observed during visual inspection; the red color mark has peeled off of the guide sleeve. This defect does not contribute towards the complaint condition and CAPA addresses the peeling off of the color coding (red / yellow lines). Buttress / compression nut drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The internal features responsible for coupling with the guide sleeve could not be verified due to devices being stuck together. It is possible that the devices were impacted while being in assembled condition either during operation or sterilization process that deformed the engaged threads and caused the devices to be stuck together. Although a definitive root cause could not be determined, deformed threads due to rough handling would be a possible root cause in this case. It is a post manufacturing issue. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No further action is required. There is no patient harm involved. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 03.037.016, lot# l236558. Manufacturing location: (B)(4), manufacturing date: feb 23, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Implant and explant dates: device is an instrument and is not implanted/explanted. A review of the device history records has been requested and is currently pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that after the trochanteric fixation nail set tray came through the wash at the hospital, the instruments were stuck together and would not come apart. The buttress compression nut instrument is cold welded inside the guide sleeve instrument. No patient involvement. This report is for one (1) buttress/compression nut. This is report 1 of 1 for complaint (B)(4).